Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23c022av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Per the additional information received on 03-aug-2023, the embotrap iii device may have been used in a vessel diameter less than 1.5mm, which is cautioned against in the instructions for use (IFU). However, the event resulted in prolonged hospitalization and medication required for the patient's treatment and the severity of the event remains unknown. Difficulty in withdrawing the embotrap iii device from the vessel can potentially require increased force from the user, and could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. Additionally, withdrawal difficulty of the embotrap iii device into the guide/intermediate catheter has the potential for an unintended loss of access to the occluded treatment site, requiring re-access. In this case, the patient was left with a highly stenotic vessel due to treatment failure. As referenced in the literature article below, without surgical treatment this can result in further infarct growth. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: jadhav ap, molyneaux bj, hill md, jovin tg. Care of the post-thrombectomy patient. Stroke. (B)(6) 2018; 49(11):2801-2807. Doi: (B)(6). Pmid: 30355218. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was used in a mechanical thrombectomy procedure with the target occlusion in the m2 segment of the middle cerebral artery (mca). During the procedure, there was resistance ¿when pulling the embotrap,¿ and the physician tried to resheath by using the concomitant phenom¿ microcatheter (medtronic) and aspiration catheter (unspecified brand) but could not resheath. It was reported that resistance was also felt during the attempt to retrieve the embotrap device. The procedure was terminated with the lesion remaining highly stenotic. The patient¿s most current status is not known. At the time of the complaint initiation, it was also reported that ¿detailed information will be obtained on 28-jul.¿. On 03-aug-2023, additional information was received. The lot number of the embotrap iii device was provided: 23c022av. The information indicated that the 5mm x 37mm embotrap iii revascularization device and the axs catalyst® 6 catheter (stryker) were used to treat an m2 occlusion. The devices were deployed as recommended, but there was resistance during retraction and the embotrap could not be retracted even during the resheathing attempt; ¿when pulled the embotrap slowly, retrieved vascular endothelium like jaggy substance.¿ the patient is still in the hospital receiving medication administration. The physician commented that the severity was ¿non-serious (moderate / minor) because the embolization site remained embolized. The embotrap might have deployed to a diameter below 1.5mm, which was off label.¿ it was indicated that the ¿thinness of vascular diameter¿ may have been a cause other than that product. On 08-aug-2023, additional information was received. The information indicated that the no bleed was reported.